Event description:
Reporter alleged obtaining the results of 500-599 mg/dl, 200-299 mg/dl and either 300-399 or 400-499 mg/dl back to back within 10 minutes on the aviva system in may and in june. Reporter stated that she took her 45 mg of actos as she normally would have. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were used up, so no product will be returned for evaluation.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.